Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or ""brief sensor issue""occurred. The wearable was inserted into the arm. The patient's son has a daily routine to call the patient every day. On (B)(6) 2025 at around 8:00am, when he could not get a hold of the patient, he called his brother to check on her. The patient's son found the patient unconscious on the floor. Paramedics were called and the patient was transported to the hospital. The patient could not recall if she experienced symptoms prior to losing consciousness. During the time the patient was unconscious, the cgm had no readings and when paramedics checked a bg it was 800 mg/dl. Upon arrival at the hospital, another bg was taken and it was still 800 mg/dl. The patient was treated with insulin via syringe. While in the hospital, the patient was no longer wearing a sensor and her bg was being monitored by manual finger sticks. The patient was discharged from the hospital on (B)(6) 2025 but reportedly went back to the hospoital on (B)(6) 2025 because she was still not feeling well. It was reported that she had diabetic ketoacidosis. At the time of the report, the patient was stil lin the hospital but felt good. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, a correction is required. Performance data was reviewed. Data was received and investigated. The allegation and probable cause could not be determined. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. Performance data was reviewed. Data was received and investigated. The allegation and probable cause could not be determined. The probable cause could not be determined via data. No additional patient or event information is available.